Manufacturer narrative:
Implant date - over a year ago. Additional suspect medical device component involved in the event: product family: superion implant, upn: n/I, model: n/I, serial: n/a, lot: n/I.

Event description:
It was reported that the spacers no longer provided pain relief to the patient. Therefore, the patient underwent a procedure where the two spacers were explanted. The patient was doing well post-operatively. There was no suspected issue with the spacers. The device model and lot numbers are unable to be obtained and the devices were not returned for analysis despite good faith effort.